Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. The customer did not return the device.

Event description:
Kimberly-clark received a report stating the endotracheal tube lost cuff pressure. The device was checked for patency and there were no visualized leaks prior to intubation. After intubation, the cuff would not hold pressure. The clinicians performed an initial assessment. When the clinicians later returned to assess the patient they noticed the pressure easy cuff monitor displayed a low pressure cuff reading. The endotracheal tube was removed and assessed. It was determined that the cuff had deflated and was making audible noises. The patient was extubated and did not require reintubation.